Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one sample was received with original packaging. A visual inspection found that the sample was received without the white cap and without the blue clip. During the functional testing, samples were fully priming and connected without difficulty. The pump was set running and no alarms were activated. The failure mode could not be replicated by functional testing and the complaint was not confirmed. No root cause was determined as the complaint was not confirmed. A DHR review was not completed as the lot number was not provided.

Manufacturer narrative:
Other text: d4: lot number and expiration date unknown;h4: device manufacture date is unknown; investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the device to exhibited a high pressure alarm. Pain control was performed with cv route side injection. A 100ml disposable was used, but due to the increase in flow rate, it was changed to a 250ml disposable, filled with chemicals, and attached to the cassette. No adverse patient effects were reported by the customer.